Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient received inappropriate shocks from his implantable cardioverter defibrillator (ICD) due to t-wave oversensing on the right ventricular (rv) lead. Both, the ICD and rv lead were explanted at the patient's request. Also noted that upon explanting the lead, the helix did not retract after multiple rotations. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks from his implantable cardioverter defibrillator (ICD) due to t-wave oversensing on the right ventricular (rv) lead. Both the ICD and rv lead were explanted at the patient's request. Also noted that upon explanting the lead, the helix did not retract after multiple rotations. No further patient complications were reported as a result of this event.